Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned device found that it left biomet in a non-conforming condition since the parts did not meet print specification with only 1 tack weld per pin surface and not 2 tack weld per pin surface as per drawing. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
This follow-up report is being filed to relay corrected manufacture date.

Event description:
It was reported that patient underwent a total knee arthroplasty utilizing a cut block on (B)(6) 2014. During the procedure, a piece of the cut block fractured and fell into the patient's wound. The surgeon retrieved the fractured piece and completed the procedure with the cut block without significant delay.